Manufacturer narrative:
The device history records were reviewed and showed that this finished device and frame met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remains implanted and no procedural images were submitted for analysis. Historically, frame under-expansion has often been attributed to patient conditions such as complex anatomy at the desired deployment location or pre-existing calcification which prevents the frame from expanding fully; however, a root cause could not be established from the information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed for moderate paravalvular leak (pvl), which was unresolved by the bav. It was noted that the valve did not appear to oppose the inner curvature portion of the annulus even after the post bav. A second valve was implanted successfully into the first valve to resolve the pvl. A separate medwatch report has been filed for a report of procedure-related bleeding. No other adverse patient effects were reported.